Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: common device name: additional procodes: gxl, hxx.. Initial reporter occupation: reporter is a synthes employee. Device evaluated by MFR: part: 05.000.008. Synthes lot: 005951. Supplier lot: 005951. Release to warehouse date: 13 january 2015. Supplier: triangular manufacturing. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the 05.000.008 needs repair. The repair technician reported the device does not run in reverse mode, contact plate crack and dirty membrane vent. The cause of the issue is unknown. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the hand piece for the driver would not function. Procedure was completed with no delay. There was no injury to patient or staff. Upon manufacturer investigation, it was determined that the device does not run in reverse mode, the contact plate was cracked, and the membrane vent was dirty. This report is for a hand piece for battery powered driver. This is report 1 of 1 for pc-(B)(4).